Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. One clip was inserted and successfully deployed, reducing tr to a grade of 2. To further reduce tr, an additional clip was inserted. It was noted a septal hugger occurred and additional positioning was needed to get the clip into the right ventricle (rv). While in the rv, the clip interacted with chordae but was able to be freed without causing damage. Grasping was performed, but it was observed the clip was not only able to close to 60 degrees. It was noted the arm positioner was unable to turn in the closed direction as well. Troubleshooting was performed, but while doing so, the clip arms snapped closed. The physician was then abo to invert the clip and retracted it into the right atrium (ra). While in the ra, the clip was able to be fully closed and removed. The procedure was discontinued, and tr remained at a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip close difficulty, clip jumping, and jammed arm positioner was not confirmed via device analysis. The reported clip interacting with anatomy and difficult positioning could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip close difficulty, clip jumping, and jammed arm positioner were unable to be determined. The reported difficult positioning and clip interacting with anatomy were due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.